Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received in good visual condition and with a cartridge loaded in the device. The cartridge reload was noted to have the cartridge batch number illegible. The reload was received fully fired and with the lockout spring normal. In addition, the clamping mechanism was noted to be damaged; the device was locked in the closed position. The device was disassembled to verify the condition of the internal components; the tube subassembly was noted to be disengaged from the yoke. The yoke was found damaged where engages with the tube (yoke flange). It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric procedure, the surgeon closed the jaws of the device & using firing trigger fired the device. After firing he tried to open the jaws but was unable to open them. Because the jaws were closed and the staple line firing was on the stomach there was gastric spillage as he had to cut away the stapler using a scalpel beneath the staple line to get it free. There was stomach tissue in the closed jaw of the device. There was no apparent harm to patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was there any patient consequences reported or change in the post-operative care of the patient as a result of the event? What was the condition of the patient following the procedure ¿ stable, discharged, critical, please explain. How was the procedure completed? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used?